Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alerts, service code 204, service code 107, abnormal shutdowns) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. Additionally, the belt was intermittently unable to communicate with the monitor. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. The root cause for the open wires were excessive force. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that a patient was experiencing gong alarms and service code 204 (belt/monitor unusable) and servcic code 107 (multiple abnormal shutdowns).